Event description:
It was reported that a peritoneal dialysis (pd) patient discovered physical damage to their cycler, smoke coming from the cycler, and a burning smell during their pd treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed the cassette door button was stuck down. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the inverter board had an internal short with visual indications of thermal decomposition found during the investigation which caused a blank display. There were visual indications of thermal decomposition found during the internal inspection. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies found during the internal inspection. Voltage check passed. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered physical damage to their cycler, smoke coming from the cycler, and a burning smell during their pd treatment. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.